Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer was requested to return the original pump for evaluation on (B)(6) 2024. Investigation is pending and currently it cannot be concluded that the pump caused engorgement.

Event description:
Customer reported on (B)(6) 2024 from the us that the elvie stride has caused her engorgement and breast overflowing with milk that was clogged due to pump not functioning properly. Customer had to go hospital for treatment and consultation. She was advised to switch to a hospital grade pump to avoid getting mastitis.